Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event which did not require medical intervention. During the call to the customer support, the consumer informed the customer care rep that she was low and the nova's cc rep was instrumental in keeping the consumer on the phone while the consumer had some juice to help raise her blood glucose level. Troubleshooting of her diabetic equipment with the customer care rep showed the meter and test strips are performing as intended. This event is being reported as an adverse event under the FDA's medwatch regulations.